Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
The customer informed us that they had a pressure related issue with a pediatric pt positioned prone on the spinal frame. Pt sustained injuries on the hip region. They had recently installed the tempur-pedic non acp hip and thigh pads on the table. She said she believes the injury occurred because the pt was not big enough to warm up the pads fully and pt was pediatric and the room was cold. They do not use the tempur-pedic hip and thigh pads anymore. She would like to see something done about this to protect the patients. She thinks may an inch or two of the softest layer of tampur-pedic foam on top could help. Pediatric pt sustained pressure/shear related injuries on the hip region where the hip and thigh pads were making contact. Pt was prone on the spinal table. Length of the surgery and extent of the injuries is unk.